Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). Summary of investigational findings: based on the investigation of the returned product, it can be confirmed that the distal tip of the sheath appears to be damaged. Based on the device failure analysis, there is no evidence to suggest the device was manufactured out of specification. It is likely that the damage to the distal sheath was related to procedural use or patient anatomy and contributed to the difficult deployment. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(4). Similar device under 510(k) p140016. Investigation is still in progress.

Event description:
Description of event according to initial reporter: " endo vascular graft did not deploy." "The graft was inserted in a really tortuous/calcification access which damaged the distal part of the sheath, then they couldn't retract the sheath to deploy the graft. They did remove the system from the patient and took another graft which was successful." Patient outcome: unknown as information was not provided.